Event description:
Baxter call center in japan reports home pt reported "a leaker was found between the connector line and the connector tubing at dwell 1" with homechoice set. Home pt was asked to discontinue treatment and set up new supplies. No pt injury or medical intervention reported.